Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, bioid scanner was not functional while validating fingerprint for a user and required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, a technical support specialist sent few steps to the customer regarding troubleshooting, but after that tss didn't receive any further response from the customer related to the issue. So, after multiple follow ups tss closed the case by informing the customer to create a new ticket if the issue still persisted.